Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the implantable cardioverter defibrillator exhibited premature battery depletion. High current isolation was performed and confirmed that excess current being drawn from the circuitry. The high current was due to a hybrid anomaly.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: awareness date (g3) and b3 of the initial report should have been nov 9, 2021, not nov 9, 2020.